Manufacturer narrative:
One package for product mz5304, lot 25099017 and one unused sample of mz5304, lot 25019228 was received for quality evaluation. The sample of mz5304, lot 25019228 was submitted as a representative sample for the reported failure. The sample was primed and connected to a bd smartsite on one end and a bd needleless syringe on the other side. The sample was then used to draw fluid and push fluid. There was no indication of the sample leaking at the connection points or disconnected spontaneously at each end of the sample. The customer complaint of connection issues - leakage and flow issues - fluid blockage could not be confirmed. A root cause analysis was not conducted because the reported failure was not replicated on the representative sample. A device history record review for model mz5304 lot number 25099017 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mz5304 lot number 25019228 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set had leakage. The following information was provided by the initial reporter: experiencing connectivity and leakage issues. Have been having issues for a while, unreported. Injuries or adverse event: no, item: mz5304, quantity affected: 4cs, serial/lot number: n/a. Additional information received from the customer: can you please provide the exact date(s) of event(s) in mm-dd-yyyy format? I do not have an exact date however I am being told this has been going on for a couple months. What was the medication/fluid in use at the time of the event? Regular IV fluid.